Event description:
It was reported that device data review was needed due to possible atrial fibrillation episode due to a detection issue involving this this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device data by engineering confirmed that atrial fibrillation (af) episodes were caused by anomalous markers that did not effect proper detection at the time. Engineering noted that a successful session in april 2021 corrected the issue and the device was operating normally. No adverse patient effects were reported. The device remains implanted.